Event description:
Boston scientific received information that during a routine follow-up, the right ventricular (rv) lead noted low out of range pacing impedance measurements. The logbook noted an episode of oversensing. The oversensing was less than two seconds. Additionally, high outputs resulted in muscle stimulation. As insulation damage was noted, rv lead revision was scheduled. The device and rv lead were explanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection revealed trilumen insulation is damaged most likely due to clavicle/ first-rib entrapment. All conductors were intact and were confirmed to be electrically continuous. As a result, the clinical observations were confirmed.